Event description:
It was reported that the patient had lacked basic understanding of patient programmer use. The patient had no stimulation sensation but has had symptom relief with exception of one time since (B)(6) 2014 of last implant. The patient was education on patient programmer use resolved the reported issue. She was getting ready to be admitted for the epilepsy center and was a two hour drive away. She didn¿t have her programmer with her the other day to do a head MRI and rescheduled the MRI for tomorrow before she was admitted. She was up at 8.5 volts and wasn¿t feeling any of the tingling or anything and states the box had to move from the top to the bottom and can¿t get the box to move down on the screen. She hasn¿t spoke to anyone since her last implant on (B)(6) 2014 about having the programmer updated. It has been working and hasn¿t been incontinent. The patient was trying to change it because she was wondering if she was missing programming or settings because she was reading the book and also in the past with other programmers. It was reviewed that the patient was only programmed with the one program. Patient confirmed that she has only had this program since her last implant on (B)(6) 2014 and stated she hadn¿t felt any stimulation either since the patient was last implanted in (B)(6) 2014. The patient clarified she has had incontinence once (summertime 2014) since her last implant in (B)(6) 2014. The patient was having MRI to determine if she was having seizures because the patient was in a car accident 8 years ago. In october she was having episodes daily and hasn¿t had an episode since (B)(6) 2014 stating the day she left the doctor¿s office and horns were blaring. The patient friend had to start driving because the patient had confusion. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reports patient had a loss of therapeutic effect and no stimulation sensation. She had to have an MRI done so she turned it off and on again and it was set to like 8. The patient don¿t have any sensation, and before she had it on like 2 or not even 3 and she could feel the zaps and then she would back down one but at 8 she don¿t even feel nothing. The MRI was for her head and wasn¿t related to her manufacturer therapy. She has had "problems with incontinence since it stopped working about 3 months ago or maybe 6 months ago." The patient was trying to get the waveform different and she was trying to make sure she had the right waveform because before it felt like there was a needle in her vagina on the left-hand side. The patient needed to have it more for the rectal than for the bladder. So, she set it on a different waveform but she don¿t have an option for a different waveform. The patient feel nothing.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va00r2y, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).